Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis machine would not come up to conductivity on multiple occasions trying to use the bibag system, and that it would only come up to about 13 and would come into conductivity when utilizing the liquid bicarb. The bmt found that the acid pump would not calibrate within range or stroke properly. The bmt went to replace the acid pump and discovered that both the acid and the bicarb pump had damaged cables. Both pumps were replaced and calibrated without issue. Calibrated the dialysate conductivity cells and bicarb conductivity cells as well. The machine came into stable conductivity at 13.8 using the bibag system with an expected tcd of 13.7. The machine was returned to service. Photos were provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed referencing the attached photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Correction: g3. Date received for initial submission should have been 08/15/2023.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis machine would not come up to conductivity on multiple occasions trying to use the bibag system, and that it would only come up to about 13 and would come into conductivity when utilizing the liquid bicarb. The bmt found that the acid pump would not calibrate within range or stroke properly. The bmt went to replace the acid pump and discovered that both the acid and the bicarb pump had damaged cables. Both pumps were replaced and calibrated without issue. Calibrated the dialysate conductivity cells and bicarb conductivity cells as well. The machine came into stable conductivity at 13.8 using the bibag system with an expected tcd of 13.7. The machine was returned to service. Photos were provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis machine would not come up to conductivity on multiple occasions trying to use the bibag system, and that it would only come up to about 13 and would come into conductivity when utilizing the liquid bicarb. The bmt found that the acid pump would not calibrate within range or stroke properly. The bmt went to replace the acid pump and discovered that both the acid and the bicarb pump had damaged cables. Both pumps were replaced and calibrated without issue. Calibrated the dialysate conductivity cells and bicarb conductivity cells as well. The machine came into stable conductivity at 13.8 using the bibag system with an expected tcd of 13.7. The machine was returned to service. Photos were provided for the investigation. Additional information was requested but was not received to date.